Manufacturer narrative:
The FDA (B)(6) district office was notified of this issue on 13 april 2016. Refer to report number 1319681-4/13/2016-001-c. Ortho clinical diagnostics has contacted the customer to inform them of the identified software anomaly that occurred on (B)(6) 2016 at 10:14:48 that may have led to a patient sample being returned into an unintended sample tube/cup which could have caused contamination or a significant dilution of another patient¿s sample and may have led to erroneous results for multiple assays. Using this information, the customer confirmed that there were no requests of a redraw to be taken from the patient and that no erroneous results were identified or reported due to the occurrence of the software anomaly on (B)(6) 2016. Vitros system software version 3.2.3 contains the resolution to this anomaly. Beginning on 7 april 2016, an automatic download of the software was available for the systems that are e-connected. The customer installed the vitros system software version download on 8 april 2016.

Manufacturer narrative:
The investigation identified a software anomaly triggered by a sequence of events which allows a sample to be aspirated from the wrong position of a sample tray and/or dispensed back into the wrong position of a sample tray when using a vitros 3600 system. This can lead to a result or series of results to be associated with the incorrect patient or erroneous results. Ortho clinical diagnostics is in the process of communicating this issue to the FDA. (B)(4).

Event description:
A retrospective review of econnectivity data to support an ortho clinical diagnostic investigation identified a sample fluid that was likely aspirated from an unintended tube/cup when processed on a vitros 3600 system. No result was generated from the aspirated sample, however the sample was likely returned into an unintended tube/cup which can cause a contamination of another sample and lead to erroneous results. It is unknown if any patient result(s) were affected or reported to a clinician. Since the customer did not report the result directly to ortho clinical diagnostics, it is assumed there were no allegations of patient harm. The investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. (B)(4).